Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump with an "alarm f38" was confirmed in the sample evaluation. The cause of the problem was force sensing resistors (fsrs) - inoperative / defective. The fsrs were replaced to correct the problem. If additional relevant information becomes available, a follow-up will be submitted,

Event description:
It was reported that an f38 alarm occurred with a flogard pump; process step was not indicated. There was no patient involved, no medical injury or adverse event reported. Additional information is not expected.